Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy. On an unspecified date, the pt was admitted to the emergency department with active hemorrhaging. After an unspecified length of time, the pt was transferred to the day ward and was being treated for ruptured splenic artery aneurysm that required a large volume of blood. The tubing set was being used to deliver unspecified volume of whole blood via gravity. It was reported that the blood container was placed in pressure bag and inflated to an unspecified pressure. No specific details were reported regarding the pt's IV access. After an unspecified length of time, the customer contact indicated that the tubing set did not deliver as fast as expected. At an unspecified time, the pt was transferred to surgical ward. The customer contact reported the pt's blood pressure was critical and that the pt's hemoglobin (hgb) had decreased from 12.5 gm/dl to 7.4 gm/dl in less than an hour. The tubing set was replaced with another MFR's set. It was reported that a unit of blood was lost. After an unspecified time length of time, an unspecified blood product was delivered and pt underwent emergency surgery for the repair of a ruptured aneurysm. The customer contact stated that the pt has fully recovered. Although requested the customer declined to provide any add'l info.